Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and after the use of cautery no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.